Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Patient stated he has had continuous chest pain since 6 months after his cypher implantation. He met with a new cardiologist that said the stent is 100% blocked and they decided to do aggressive drug therapy. After attempts to contact the patient, there is no additional information.